Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. It was observed that the device had logged multiple event codes into its memory. The third-party service agent re-installed and updated the device's software. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would not complete a boot cycle. The device showed a white screen after power on, which is indicative of a device lock-up. There was no patient use associated with the reported event.